Event description:
It was reported to boston scientific corporation that a percuflex plus stent device was to be removed from the ureter during a stent removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, only half of the stent was retrieved when it was removed and the remaining half was removed using endoscopic removal. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.